Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a communication error alert during operation. The device investigation observed a damage to an unexposed portion of the cannula during testing.

Manufacturer narrative:
The bottom housing was observed to be severely damaged, with the reservoir and chassis exposed in addition to an indentation in the top housing. Damage was observed to the reservoir cap and mechanism rails as well as the rear sma wire which was found to be broken. This damaged aligned with damage to the housing. The pod would not have been able to fill, and complete priming given these damages indicating that they occurred post use. Due to the post use damage, it could not be determined if there were any damages to the pod that would contribute to the reported communication error. The exact cause of the communication error could not be determined. A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing corrosion on multiple internal components and data loss. It could not be conclusively determined if the observed tear contributed to the reported communication error. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs8gyl1 hardware: sm-s901u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.